Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6)2018, a 00ml x 300w xenon lightsource smells like the components are overheating even at lower intensities. The product was not in contact with the patient. No patient injury or death alleged, and the event did not lead to increase the surgery time. Additional information requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. No visible, physical damage found customer applied labels. Functional testing found the unit powered "on" and ran for 45 minutes with no component overheating odor emitted. The reported condition was not duplicated, the complaint cannot be confirmed.